Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was triggered due to an out of range pace impedance measurement. No adverse patient effects were reported. A review by boston scientific technical services (ts) noted that intrinsic amplitude, the pace impedance measurements, and the right ventricular (rv) threshold have been quite stable since one year besides the alert triggered due to an out of range pace impedance measurement. Oversensing was also noted in (B)(6) 2016 of the minute ventilation sensor with no pace inhibition as the patient had an underlying rhythm. A follow up was discussed by ts to review the system. An x-ray was sent in for review and it was noted that the lead tip is beyond the distal connector block which would indicate that the lead is fully inserted. Ts discussed that the connection with the ring terminal of the lead is made with a spring contact so it could be possible there is something marginal with that connection that is leading to intermittent high impedances. The marginal connection could also explain why the minute ventilation signal was intermittently being over sensed by the device.